Manufacturer narrative:
The pod was received with the cannula fully deployed. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula near the distal tip of formed needle. It could not be conclusively determined when this damage to soft cannula occurred. Inspection of the device found the adhesive weld misaligned in relation to the smile area on the bottom housing. This finding indicated that the adhesive pad was incorrectly installed/heat staked to the bottom housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 300 mg/dl while wearing the pod for 30 minutes. The pod was leaking insulin.